Event description:
No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 - additional information h2 - additional information h6 - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect values occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.